Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Groin and transseptal access were achieved without complication, and heparin was administered post-transseptal puncture (tsp). The 31mm wds was advanced and deployed, however it failed to meet position, anchor, size and seal (pass) criteria and was removed. A potential clot was suspected on the was sheath via echocardiography but was not confirmed upon further investigation. Bleed back was confirmed from back of sheath and the sheath was aspirated without any evidence of thrombus. Transesophageal echocardiography (tee) imaging reviewed the length of the was sheath, and no thrombus was noted. A 35mm wds was then prepared, advanced, and successfully implanted in the laa. The was sheath was removed, and the groin site was closed. Post-procedure, the patient awoke with stable vital signs and intact neurological status. The patient was discharged the same day.